Manufacturer narrative:
Broken firing belt & bent firing rod. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge condition; ac 10% fired b full, cartridge returned batch number; a ed0036 b j00k, condition of guide block; no, condition of knife; good, condition of wedges; good, firing handle condition; good, is knife present; yes, lockout indicator; abc fired, and staples present in instrument; no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned with a broken firing belt and a bent firing rod. No testing could be performed due to the condition of the instrument returned. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device would not cut. A reload cartridge was used and the device did not cut. There was no pt consequence. Two reloads are being returned with the device.